Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. A blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no faults were found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10mar2020. B4: 11mar2020. The fse (field service engineer) evaluated the device and could not confirm the reported problem. The service technician performed preventative maintenance and after the ventilator was functioning with no errors. The ventilator was calibrated successfully and passed all required testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019.

Event description:
The customer reported a ventilator with a high blower temperature alarm. There was no patient involvement / harm.